Manufacturer narrative:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went black, then came up blue with a dialog box. Immediately following the event the central nurse's station (cns) rebooted on its own, and was then working normally. The event logs showed critical errors. The device was in use on patients at the time, however no patient harm was reported. The biomedical engineer will be sending the unit in for repair. He swapped in a spare central nurse's station (cns) to continue monitoring patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the display screen on the central nurse's station (cns) went black, then came up blue with a dialog box.

Manufacturer narrative:
Corrected data device available for evaluation, device evaluated by manufacturer, additional manufacture narrative. Additional information: reporter name and address, type of report?, type of report, if follow-up, what type?, event problem and evaluation codes. Manufacturer narrative: the biomedical engineer reported that the display screen on the central nurse's station (cns) went black, then came up blue with a dialog box. Immediately following the event the cns rebooted on its own, and was then working normally. The event logs showed critical errors. The device was in use on patients at the time, however no patient harm was reported. The biomedical engineer has sent in the unit for repair. He swapped in a spare cns to continue monitoring patients. The reported problem of "screen went black then came up blue" could not be duplicated through testing, trouble shooting and extended operation of the device for 6 days. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual and the unit operates to manufacturer's specifications.